Event description:
The user facility reported the unit was releasing a large quantity of steam which triggered the fire alarm. The fire department was dispatched to the facility but no actions were taken. There were no procedural delays/cancellations or injuries associated with the reported event.

Manufacturer narrative:
A steris service technician arrived at the facility and found that the operator of the unit had not realized the unit was turned on 'standby' prior to the event. The operator of the unit opened the drain valve on the steam generator without first checking the generator pressure gauge which allowed steam to escape up to the ceiling causing the fire sensors to alarm. The proper operation for draining the boiler is to make sure that all controls are off on the machine and the generator pressure gauge reads 0 psi, indicating that there is no steam pressure present. The operator at the time did not realize that the unit had been turned on standby and there was 80 psi of steam pressure in the machine at the time she opened the drain valve. The steris technician educated the operator on the proper operation of the 16" century vac including the importance of checking the generator pressure gauge before opening the drain valve.